Manufacturer narrative:
(B)(4). Date of event: unknown. Operator of device: unknown. No samples were returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have a small pinhole in the lower left corner seam of the printed side of the bag, which caused a leak. The leak was discovered after compounding. This report documents no patient involvement or adverse events. No additional information is available.